Event description:
Invalid result(s). We got a call from a customer that is having an issue with 3 flowflex covid 19 antigen test kits. The customer just purchased the 3 kits from (B)(6); so, this is an out of box issue. When the customer performed the 3 tests correctly, all 3 tests cassette showed a red line next to the t-line and nothing next to the c-line. The customer sent a picture of 1 of the test cassettes in question. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: refer to cpus250945 form b investigation report (previous investigation for the same issue). The test results of retention samples from cov4129006 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with 3 flowflex covid 19 antigen test kits. The customer just purchased the 3 kits from walmart; so, this is an out of box issue. When the customer performed the 3 tests correctly, all 3 tests cassette showed a red line next to the t-line and nothing next to the c-line. The customer sent a picture of 1 of the test cassettes in question. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.